Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, while on first step, the stapler was not able to fire. The surgeon was not able to press the green button and could not squeeze the handle. The reload was replaced by another one to complete the case. There was no patient injury.